Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was damage in insulin pump and o ring was falling out. Blood glucose was 130 mg/dl. The insulin pump was not return for the analysis.